Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015 the 2.25x28 mm xience xpedition stent was implanted in the mid left anterior descending coronary artery (lad) and the 3.5x38mm xience alpine stent was implanted in the proximal lad. At the eight-month follow-up visit on (B)(6) 2015, restenosis was found in the non-target lesion (no xience stent was implanted) via coronary angiography. The patient underwent percutaneous coronary intervention on (B)(6) 2015 and a drug eluting stent was implanted in the mid lad. At the one year-follow-up, on (B)(6) 2016, the patient was noted to have hepatocellular carcinoma since (B)(6) 2015. In (B)(6) 2016, the patient died from hepatocellular carcinoma. No additional information was provided.